Event description:
Potential false negative. Potential serious injury. Customer claims imager missed two hsil cases. Slides not available for review to confirm or reject. Lab will be monitored for future complaints. Also, blue material found on back of slides. Blue material wiped off of slides prior to processing. Imager processes slide appropriately. Slides not being returned for eval. Lab concerned about increase in the number of 4462 (slide rejection) errors. This error code is related to applications issues. Imager is performing as intended, rejecting the slide due to an issue with the slide.